Event description:
During the procedure, the physician believed the introducer had a clot on the distal end under x-ray while advancing the non-abbott catheter through it. The introducer and catheter were removed and a string-like object with a ball on the end was noted on the introducer, which the physician believed was a part of the sheath that was pushed out while advancing the non-abbott catheter. The introducer was exchanged and the procedure was continued with no adverse consequences to the patient. No material was left in the patient. After further determination, the clot thought to have been seen under x-ray was thought to be the material that dislodged from the introducer, not a clot.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also returned. The sheath was dissected and sections of the jacket liner from the interior of the sheath were found torn and delaminated in long narrow strips at the distal end of the sheath, which is consistent with the reported event. Additional analysis confirmed the jacket liner damage was consistent with a gouge by another device inserted through the sheath. Information from the field indicated the reported issue occurred after a non-abbott catheter was inserted into the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the jacket liner tears is consistent with damage during use.